Event description:
The outpatient from a long-term care facility was brought to radiology by the ambulance crew to have an outpatient imaging procedure performed. The patient has a tracheostomy and is ventilator dependent. The patient was taken from the radiology waiting area by the ambulance crew to the fluoroscopy room to have a nasogastric tube replaced. When the crew members disconnected the oxygen delivery pressure tubing from the oxygen tank connector, the metal end of the connector failed and the spring loaded section separated from the rest of the connector making it unable to be connected to the extension pressure tubing presently connected to the wall oxygen supply. The situation was immediately recognized and a bag valve mask was used to ventilate the patient and was connected to the wall flow meter to provide supplemental oxygen. The biomedical engineering department was contacted and the technician came to the radiology department and replaced the entire pressure line on the ventilator. From time of the incident start until the repair was complete was approximately 11 minutes. The patient was placed back on the ventilator for the rest of the procedure and returned to the long term care facility without incident. Severity level: reached patient. Monitoring required. No harm. Follow up from biomedical engineering: per work order "replaced broken oxygen hose."